Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided. It was reported that the internal screw inside the clamp was having difficulties engaging and would not close down or tighten on the spinous process.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that there were 3 spine clamps, 2 short and 1 long, would move very easily if clamped to a larger spinous process. No patient was present.